Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be confirmed as the unit passed all relevant testing. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: inguinal hernia. Event description: fire and smoke came out of the scissor. Dr [name redacted] took another cb030 and finished the procedure without any problem. Information received from applied medical representative via email 29jun23: by fire, it means sparks at the first activation and immediately stopped using it. The smoke originated from the shaft. The sparks/smoke did not cause damage to tissue. There were no other instruments in the surgical field when the event occurred. 3 meter cable of [brand name redacted] was being used to connect the scissors to the monopolar generator. Smoke happened after cautery action. Information received from applied medical representative via email 30jun23: no damage noticed to the insulation. The sparks occurred between middle and proximal end of the shaft. The sparks did not come into contact with any non-target tissue. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: inguinal hernia event description: fire and smoke came out of the scissor. Dr [name redacted] took another cb030 and finished the procedure without any problem. Information received from applied medical representative via email (B)(6), 2023: by fire, it means sparks at the first activation and immediately stopped using it. The smoke originated from the shaft. The sparks/smoke did not cause damage to tissue. There were no other instruments in the surgical field when the event occurred. 3 meter cable of [brand name redacted] was being used to connect the scissors to the monopolar generator. Smoke happened after cautery action. Information received from applied medical representative via email (B)(6) 2023: no damage noticed to the insulation. The sparks occurred between middle and proximal end of the shaft. The sparks did not come into contact with any non-target tissue. Patient status: no patient injury. Intervention: device replacement.